Event description:
The complaint is reported as: the customer alleges that the peak flow meter is not measuring flow on the patient's expiratory volume. The flow indicator sticks and sometimes the flow arrow falls off. Another device was used on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.